Event description:
During the index procedure 2 endeavor sprint drug-eluting stents were implanted in the rca. Patient death occurred 12 months post index procedure. The death certificate stated the immediate cause of death was cardiopulmonary arrest with an additional cause of death listed as atherosclerotic coronary artery disease. Investigator reported the death to be a cardiac death. Attempts had been made to resuscitate the patient but these failed. Investigator reported that the event was not related to the study stent/ procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).